Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) is currently underway. The reported problem (won't power up) has been confirmed. A root cause analysis is currently underway. A supplement report will be sent upon completion of evaluation. No adverse event resulted from the defective monitor. The patient received a replacement monitor.

Event description:
A (B)(6) male patient contacted zoll customer support to report that his monitor made a popping noise, shut down and would not power up. The patient was issued a replacement monitor.